Event description:
The following has been reported: "during go live, the following was reported from a nurse: rn encountered a pump problem alarm while programming an iron infusion. Nurse stated, "she was pushing a lot of buttons and pulled on the latch while programming". Nurse set pump aside and programmed infusion on a different pump. There was no patient harm reported." Preliminary evaluation of the device logs finds that this is due to a sw bug. An active infusion was not stopped. Despite this and as a conservative measure, fresenius kabi is submitting a report due to the referenced technical issue. Further information is needed to complete the investigation.

Event description:
Pump was returned. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.